Event description:
User facility medical device report #3901640000-2006-00024 received reporting the 5th occurrence of needleless port leaking cerebral spinal fluid (csf). Two possible lot numbers have been identified. Fourth and fifth reported incidents of the 2nd needleless port labeled as csf access leaking. The device involved in the fourth reported incident has been discarded, and therefore unavailable for return and eval. The device involved in the fifth reported incident is available for return and eval.